Event description:
It was reported that a patient underwent a laparoscopic trans abdominal preperitoneal repair of a left flank trocar hernia on (B)(6) 2012 and mesh was used. On (B)(6) 2012, the patient had a syncopal episode while going to the bathroom with elevated heart rate and was transferred to the intensive care unit. The patient experienced post operative intra-abdominal bleeding, likely secondary to lysis of adhesions and omental bleeding. The patient's hemoglobin dropped to 5.9 after surgery and was treated with a transfusion of two units of packed red blood cells. Then, hemoglobin came up to 10.3. The patient was discharged on (B)(6) 2012. Currently, the patient is doing well. Hemoglobin on (B)(6) 2012 was 11.1.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.